Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. However, the pump was received with loud motor during testing, problem isolated to motor. No unexpected pump rewind, no unexpected reservoir priming noted or restart noted after battery change. The pump was received with cracked case on display window corners, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a crack where the battery goes. The customer stated that there is also a crack on the left hand corner of the screen. The customer also stated that there is a crack in the reservoir. The customer stated that the scratch looks like someone chipped their fingernails with paint. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.